Event description:
It was reported the pt (B)(6) has been experiencing a sensation he described as electrical shocks at the ipg site. The pt reported the sensation occurs as often as twice every five minutes. The ipg was explanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.